Event description:
It was reported that, "dr was inserting the stem and noticed issues with the ha coating on the stem. The spray did not reach the distal portion and was inconsistent in application. He asked for another stem but we only get one set from corporate. So he had to implant it. The pictures and picture disk accompany this form."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then, it will be submitted in a supplemental report.